Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 600 mg/dl and have had issues with the infusion sets and no delivery alarms. Troubleshooting found that the alarms were resolved by changing out the infusion set. Troubleshooting also found that the cannulas were kinked and the customer threw out boxes of infusion sets. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details given.